Event description:
In 2000 a pt, who donated at the donor room, contacted the manager there, indicating that, the day following the donation, donor developed "a major case of hives". Donor had seen their personal physician, and is currently being evaluated. Donor also stated that on that day, following the donation, donor had been working clearing out the basement, and donor's spouse was re-finishing furniture. This donor has been deferred from future donations. In 2000, on a later follow up, by the dr, it was identified that donor is still experiencing hives and is being treated with prednisone. In 2001, a follow up by "cqa" identified that the donor was free of hives and no longer using prednisone. The physician had not identified a causative agent for the hives.